Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the header of the pulse generator and loss of sensing was observed. Eventually, the lead was inserted and the procedure was completed. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).